Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, the loose eyepiece is attributed to user error, improper handling or application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blurry image) was not confirmed. In addition to the loose eye piece, the internal lens was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a telescope, 5.4 mm, 0°, autoclavable, there was a blurry image. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was a loose eye piece. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.